Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0 .998mg/day via an implantable pump. The indications for use were not reported. It was reported that the patient¿s abdomen was red and swollen. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the pump was replaced and the pocket was irrigated. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 10 mg/ml of morphine at 1.354 mg/day in simple continuous infusion mode. Evaluation of implantable pump serial number (B)(4) did not reveal any anomalies. The returned pump passed all functional testing in the lab. If information is provided in the future, a supplemental report will be issued.